Event description:
It was reported that the device worked in safe mode during a procedure at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Correction: d9; h3 the device was not returned for evaluation to us, it was evaluated ous.

Event description:
It was reported that the device worked in safe mode during a procedure at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.